Event description:
It was reported that an ilet user experienced a touchscreen/display time-out during critical workflow steps, including rewind and fill tubing, where the screen registered touch inputs but dimmed or shut off, causing the user to repeat actions and exit the remove-cartridge screen before attempting other tasks. No symptoms reported. Outcomes included no medical intervention, no hospitalization, and no adverse health impact. Investigation included review of device logs and engineering analysis. Investigation of this case revealed user interaction consistent with back-navigation during cartridge replacement and intermittent screen time-out behavior. It was concluded that the event involved a device display responsiveness issue with user navigation contributing, without patient harm.